Event description:
The lay user/pt contacted lfs on (B) (6) 2010 alleging a cracked display on the pt's one touch ultra mini meter. The pt first noticed the alleged cracked display on (B) (6) 2010 at around 11:00 am. The pt did not exhibit any symptoms due to the reported issue. At 9:00 pm that same day the pt went to the hosp and was given IV fluids and had a blood glucose of 400 mg/dl. She was then taken to urgent care and was tested on the clinic's meter and obtained a 357 mg/dl and was treated with 10 units of insulin. This is not the first time the product was being used. The meter was replaced. The complaint is being reported since the pt alleged that due to the cracked display she was unable to test and had to receive medical treatment for elevated readings on the hosp's device.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.